Manufacturer narrative:
Updated: g2: south africa. Distribution history: the complaint product was manufactured at csi on october 28th, 2022 under work order: (B)(4). Manufacturing record review: DHR of lot: 619017014 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: iqc was reviewed and no non-conformities, related to the complaint condition, were noted. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history did show similar reported complaint conditions. Similar issues were found also for other staplers codes related to staple degradation. On the complaints reviewed, one was found related to staple degradation, however this was reported that the staple did not degrade inside the body, but the time of degradation was not completed, so this is an isolated event. Product receipt: the complaint product was returned, it was checked by the quality engineer. Visual evaluation: visual evaluation of the complaint product was completed, the medical device looks in good conditions but the staples looks not translucent, it has a milky color that is seen when polylactic acid is in contact with humidity or high temperatures. Functional evaluation: evaluation of the complaint product was completed, and it was found that the staples stay attached to the track, so when a second staple is fired the staples collide and it crumbles. It was found that the staples are not translucent, the staples are milky color. This condition is seen when the staples were exposed to humidity or high temperatures, the staple expands with the humidity, and it stuck in the track. As the unit was received without the desiccant it could not be confirmed that the staples had this condition when it was used by the customer. It was reviewed if there are units of this lot that can be returned for analysis, but all units are sold. The quality inspection passed according to the DHR review, and no oversized staples were reported. No other complaints were received for this same issue, so it is determined that this condition is presented at this moment only for this unit, sources of humidity could vary in the shipments and customer final use, so it could not be confirmed how the units were exposed to the humidity or high temperatures. Root cause: per functional and visual evaluation, the most probable root cause is humidity change the properties of the staple, this generates that the staple stay attached to the track and staples collide and crumble. The cause of why the staple change by exposure to humidity cannot be confirmed as the inspection on the line demonstrates that the units were acceptable, the unit goes to distribution center where it is then sell for use, the unit was used in a procedure and the it was returned for evaluation, it cannot be identified in which moment the unit was exposed to humidity as the unit was returned without the desiccant for evaluation. The cause of the complaint cannot be confirmed according to the manufacturing process and this is an isolated event. Corrective action: coopersurgical will continue to monitor this complaint condition for trends.

Event description:
No additional information is available.

Event description:
Details received on incoming e-complaint-(B)(4): "c-section - tested stapler outside of patient. Some staples are crumbling and does not want to staple. Dr did a c-section and when he wanted to staple the stapler did not want to staple properly. As if it kept catching on the skin. I looked and dr was doing everything right. When he then tried to staple it outside the patient he said that it looks like some of the staples are crumbling. Dr decided to suture the wound instead. No harm was done to patient at all. Patient is doing great. No harm done."

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the condition reported.